Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation determined the reported difficulties appear to be related to calcification at the access site and the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other proglide referenced is filed under a separate medwatch report number.

Event description:
It was reported that bilateral calcified common femoral arteriotomy closure was attempted using proglide devices after an interventional procedure using a pre-close technique, via a 7fr sheath. Reportedly, one proglide deployment on each side had a cuff miss noticed. The sheath was upsized to 18fr and the procedure was completed. Two other proglide devices were used to achieve hemostasis on each side. There were no adverse patient sequelae reported and no clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device and established in the preclose technique. No additional information was provided.